Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that at the time of dental implant placement in ada site 28 of the patient¿s mouth, there was non-osseointegration and low torque. The clinician reports that insufficient bone quality could have influenced the problem. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that at the time of dental implant placement in ada site 28 of the patient¿s mouth, there was non-osseointegration and low torque. The clinician reports that insufficient bone quality could have influenced the problem. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.